Event description:
A malfunction with code ¿malf 15¿ was reported, and efforts to reset the pump did not prevent the recurrence of the error. The impact on the customer's blood glucose level was not disclosed. Customer was instructed by technical support to reset the pump and was provided information on how to do so; however, due to persistent issues, technical support arranged for a replacement pump to be sent. In the meantime, customer decided to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Customer was also guided on how to put the faulty pump into storage mode and was given instructions to return it with a pre-paid shipping label within ten days.